Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the fixing screw of the pacing lead did not come out. The pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the fixing screw of the pacing lead did not come out. The pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.